Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify any other similar incidents reported from this lot. Based on the available information, the reported clip caught on chordae was due to a combination of procedural conditions and challenging anatomy (restricted posterior leaflet). The reported tissue damage and foreign body in patient were a result of the reported clip caught in chordae as the clip was caught in the chordae, could not be freed, troubleshooting caused damage to the chordae and the clip had to be eventually deployed in an unintended location. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report clip entanglement, tissue damage, medical intervention, and delay. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. It was noted restricted posterior. The first clip was successfully deployed. Then a second clip delivery system (cds 91111u104) was advancing to the ventricle; however, the clip became entangled with the chords. Troubleshooting was performed, but the clip could not be freed, and the chordae became damaged. The clip had to be deployed in an unintended location. This caused a clinically significant delay in the procedure and a third clip (91204u110) was advanced for additional treatment. However, due to anatomical challenges, the clip could not grasp the leaflets. The cds was removed with the clip attached. The chordal rupture was left untreated. The procedure ended at this point, and the patient will remain hospitalized. Two clips were implanted, reducing mr to 3-4. No additional information was provided.